Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damage observed in the area where the cartridge is loaded, causing the customer difficulty with loading a cartridge. Blood glucose level was 501 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.